Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ed (emergency department) after hearing an alert from their implantable cardioverter defibrillator (ICD). A transmission report indicated that there were no alert events but there was some t-wave oversensing seen on nsvt (non-sustained ventricular tachycardia) episodes on the right ventricular (rv) lead. Then later the patient had presented to their clinic where the alert was also heard by a technician and was described as being a single continuous audible alert tone. A save-to-disk file has been sent to the company¿s technical services for review. Upon review technical services stated that there were thirty magnet detects and advised to try and figure out the external source causing this. The patient continues to hear the alert sound three times a day and is now logging when they hear the alert and what they are doing. The rv lead and ICD remain in use. It is noted that the physician has ongoing communication going with company tech services. No patient complications have been reported as a result of this event.